Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the ostial of the obtuse marginal (om). The lesion was a severely calcified. The physician attempted to direct stent a taxus liberte 2.50x12.0mm drug eluting stent (des). The stent would not cross the lesion site, so the physician removed the entire stent delivery system (sds). Upon examination of the stent, the physician noticed a "tear" in the stent. Another of the same stent was used to successfully complete the procedure. There were no patient complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.